Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/10/2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump stopped the rewind step prior to completion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box and alarm history showed no data related to a rewind issue. During investigation, the pump powered on and displayed the verify screen. During testing, the rewind, load cartridge, and prime steps performed successfully with no alarms or unusual noises. The pump was exercised for 24 hours with no alarms occurring. The piston was able to rewind and advance fully. The complaint of a motor rewind issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)